Event description:
It was reported the patient typically had gotten 8 bars during recharge, but now was unable to get any bars. A different recharger was tried and produced the same results. The patient's recharger was used with another device and was able to recharge. This lead to the conclusion the device had flipped. X-rays for further confirmation were planned. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).